Event description:
Incident description from the customer: "unit won't make ice. After a procedure check up". (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device (B)(6). A maquet field service tech will investigate the unit. A supplemental medwatch will be submitted as soon as additional info becomes available.